Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with polypectomy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not detach from the catheter despite fully opening and closing the spool. Another attempt was made to deploy the clip by moving the handle up and down but still unsuccessful. The clip eventually deployed off the catheter after manipulation of the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.